Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited noise. A revision procedure was performed and the device was replaced. Recently, another revision occurred and the entire lead was surgically abandoned and replaced. Only the shock portion of the lead was active at this revision. The date of the revision to abandon the pace sense portion is unknown. No additional adverse patient effects were reported.